Manufacturer narrative:
No product will be returned for eval.

Event description:
Patient reported experiencing elevated blood glucose at 30 mmol/l (540 mg/dl). The pt's normal blood glucose readings is 10 mmol/l (180 mg/dl). The pt disconnected from her infusion device and went to insulin shots until her blood glucose returned to normal. The pt experienced symptoms of nausea, feeling tired, sweating and vomiting. To further troubleshoot the pt's infusion device, she was instructed to disconnect from her site and bolus into the air. Insulin was flowing properly. The pt infusion device appeared to be working properly. The pt could not give a specific reason why she thought the device was malfunctioning. She only stated that her blood glucose was higher than normal. Her blood glucose has returned to normal. The pt was reassured that her infusion device was working properly. The pt did not report assistance by a healthcare professional or second party to address the issue. Proudct wil not be returned for eval.